Event description:
Customer reportd negative results with 2 patient samples contianing anit-e during verification testing with 0.8%. Resolve panel a lot 8ra207. The homozygous cell was negative, heteroxygous cell reacted 1+. Repeat testing at 40 minutes produced a 1+ reaction with one of the samples. The other sample remained negative with the homozygous cell. No death or serious injury was associated with this incident.